Event description:
Information was received indicating that a smiths medical cadd legacy plus pump kept alarming. This issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
H3: one cadd legacy plus pump was received in good physical condition. There was no evidence of the reported issue in the event history log. The device was powered up, testing was performed and the device passed all testing. There were no issues found with the pump alarming. There was no fault found with the returned pump.